Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The unit was returned from the field for failure analysis following a complaint of low finger-grip spring tension. Failure analysis confirmed the complaint and verified that the grip spring was broken and slightly protruding. No testing was performed. The unit was transferred to engineering for further analysis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the surgeon complained the right master tool manipulator grip did not spring back naturally when the hand was released. The technical support engineer reviewed the system logs and did not find any related issues. The engineer asked whether there was any user feedback or system messages, and was informed there were none. The caller further reported that the surgeon¿s hand was becoming fatigued due to compensating for the grip behavior and that the issue consistently affected the right arm across different instruments.